Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site. Subsequently on (B)(6) 2011 the patient underwent revision surgery for wound debridement. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Correction: the patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct PMA number is k984162; not k955713 as previously reported. This report filed on october 9, 2015.